Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. The bg level was addressed with a manual injection. The cause of the elevated bg was unknown. Reportedly, the customer had manual injections as alternate insulin therapy.